Event description:
It was reported that during a coronary stenting treatment procedure there was difficulty crossing the lesion and stent damage. The 99% stenosed lesion was located in a calcified and severely tortuous mid left anterior descending artery. The 3.00x32mm liberte bare metal stent was advanced to the lesion after predilatation, however it could not cross the lesion. The stent was removed and the physician found that a stent strut had lifted up. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B) (6). (B) (4).